Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9831 serial/ batch number 15334631 was received for evaluation. Visual evaluation revealed that the instrument's tip was partially peeling off and blackened. Functional testing was not performed as the device's tip was damaged, and the connector cable was cut before received for evaluation. The cause of the reported failure is product design/engineering. The material (316l ss) of the active electrode may yield when subjected to forces encountered during surgery, and the design allows for a small gap between the active electrode and ceramic components, which may contribute to the electrode bending during use addressed through nonconformance. Refer to the investigation pictures the complaint allegation was confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the front surface of the device has come loose/has fallen off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.